Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprosthesis to treat a 7cm abdominal aortic aneurysm. In (B)(6) 2010 (exact date unk), a routine computed tomography revealed slight aneurysm growth. The aneurysm measured 7.3cm. On (B)(6) 2011, a computed tomography revealed a possible type ii endoleak originating from a collateral vessel within the iliac artery and aneurysm growth of approx 3cm. The aneurysm now measures 10.22. On (B)(6) 2011, an angiogram confirmed the aneurysm growth and the possible type ii endoleak. The pt was admitted into the hospital due to the aneurysm growth. On (B)(6) 2011, the pt's had two tornado coils implanted bilaterally in the internal iliac arteries to treat the endoleak and aneurysm growth. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).